Event description:
Hospital cath lab personnel were performing an emergency procedure to a patient, condition not reported and the patient was connected to the device with disposable defibrillation electrodes. The patient went into cardiac arrest and, according to the reporter, the device would not deliver a shock to the patient. A backup device from the next room was called for and used without delay to deliver an unknown number of shocks to the patient. The patient was not resuscitated, but the reporter indicated the use of the device did not cause or contribute to the patient's death because the patient was not viable.

Manufacturer narrative:
The hospital biomedical department evaluated the device and observed fault codes logged in the device's error log, however, none were logged on the date of the reported incident. Physio control evaluated the device and observed proper device operation through functional and performance testing and could not replicate or confirm the reported incident. Physio control replaced the device's power supply pcb assembly and operating software to address the observed fault codes and the device was returned to the customer for use.